Manufacturer narrative:
H10: h2: additional information: h6: medical device problem codeh3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual inspection was performed on the product. The suture and both anchors were not returned. The needle overmold assembly was severely bent. The depth limiter button was in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation of the device showed the actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, after t1 deployment, the t2 of the fast-fix 360 curved deployed prematurely. The implants were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.